Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: amount of water contact didn't meet the standard value due to clogged nozzle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited that the amount of water contact didn't meet the standard value due to clogged nozzle due to clogged nozzle. There was no patient involvement.